Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed a line through the display. The pump was opened and there was no evidence of any damage to the display found. The display was replaced with a test display and the test display functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a line through the display. This report is made based on results of investigation completed on (B)(6) 2015.